Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to a lap chole procedure, pre-run broken blade. Case was completed with same like product. There was no patient consequence.